Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported difficult leaflet grasping appears to have been a result of procedural conditions. A cause for the reported poor imaging could not be determined. The reported clip caught on chordae appears to have been a result of user technique/procedural conditions. The reported patient effect of foreign body in patient appears to have been a cascading event of the reported entrapment of device (clip caught on chordae). The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip caught on chordae and foreign body. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. During preparation of the first clip delivery system (cds) (cds0701-ntw, 00504u152), after establishing final arm angle (efaa), the clip did not open. Multiple attempts were made but were unsuccessful. Therefore, the cds was not used. A second cds (cds0701-ntw, 00623u546) was prepared successfully and advanced to the mitral valve. Grasping was performed but grasping was difficult due to the posterior leaflet being restricted. It was decided to remove the cds. The cds was removed without any issue. A third cds (cds0701-xtw, 00518u256) was advanced to the mitral valve and the clip was deployed successfully. A fourth cds was used to further reduce mr. The fourth cds (cds0701-ntw, 00512u171) was advanced and grasping was performed, but grasping was difficult due to poor visualization at this time. During the last grasp it seemed the clip got caught on some chords, troubleshooting was performed but it couldn¿t be freed. Therefore, the clip was deployed at the intended location but with some chords clipped. Two clips implanted, reducing mr to 2. No additional information was provided.